Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was breached cut and there was apparent explant damage.

Event description:
It was reported that the right ventricular lead implant was attempted but ultimately not used. The lead was removed and it was decided to replace with an active fixation lead. No patient complications have been reported as a result of this event.